Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 44mg/dl and did not know that the snooze alert could be turned off. Customer also indicated that the pump alarmed low battery and they changed the battery. Customer's blood glucose was 63mg/dl at the time of the call. . Customer did not want to troubleshoot for their low blood glucose but was advised on how to silence the snooze alert. No further details given.